Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient swallowed a capsule but the capsule failed to transmit. The device operator had to endoscopically retrieve the capsule and then have the patient take a different capsule. The second capsule was blinking and was paired the entire time.